Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26/oct/2010. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: white particle material was noted on the outer surface of the device. No leakage was noted during the leak test. No device failure observed; intact and functional. No blockage of the port hole within the diaphragm valve was noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Health professional reported a right side deflation. A non-healthcare professional reported a patient experienced the events of "I have ripples,¿ I have a weird lump now," one is a lot smaller, why do they seem like the bag is getting empty, nipple areolar complexes were still disoriented and even larger than before,¿ "significant implant malposition with right breast malpositioned more laterally and somewhat superiorly to the left breast" and ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and they will suffer them in the future.¿ the device has been explanted. This medwatch is for the right side. See MFR # 9617229-2017-00800 for the left side.